Event description:
Customer reports that the lancet will not retract back into the lancet device. The customer states that the protruding lancet accidentally punctured her skin but no medical attention was required. Requested return of suspect device and replacement was sent.